Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) the patient's breathing became unstable. The anesthetist intervened and within a few minutes the patient's breathing returned to normal. The procedure was completed and the patient was transferred to the intensive care unit. The patient has since fully recovered. The device remains implanted and in service.